Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, while checking the cuff a leak was observed. There was no patient involvement. Yes, the sample is expected to be returned from the customer.

Manufacturer narrative:
Evaluation summary: sample was received for evaluation and an inflation/deflation test was performed using a syringe 25cc of air was applied to the cuff, and it was observed the cuff deflated after seconds; a visual inspection was performed, the sample was submerged into a container filled with water and it was observed the distal end of the tube presents an open lumen. The device history record (DHR) was reviewed and no discrepancies related to the failure mode were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, while checking the cuff a leak was observed. There was no patient involvement.